Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician made one pass with the velocity using a penumbra system ace 68 reperfusion catheter (ace68). Upon removal, the physician noticed that there was a leak when the velocity was flushed, and the hospital staff noticed that the velocity was split and almost completely severed. Therefore, the procedure was completed using a new velocity with the same ace68. There was no report of an adverse effect to the patient.